Event description:
It was reported that after performing angioplasty, a 2.75x38 rx xience prime stent was advanced, with resistance felt between the lesion and the rx xience prime, then deployed at 14 atmospheres in a mildly calcified, de novo lesion in the heavily tortuous distal left anterior descending coronary artery, when it was discovered that a vessel dissection had occurred proximal to the placed stent, and balloon overhanging was noted. While withdrawing the xience prime stent delivery system, resistance was felt, excessive force was applied, and the shaft separated into two pieces near the proximal hub of the rx xience prime delivery system. As the separation site was located outside of the patient's anatomy, the separated piece was withdrawn from the anatomy. The dissection and lesion were treated using 2.5x18 rx xience prime. There were no adverse patient sequelae and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4): excessive force applied during resistance. It is indicated that the device is not returning; therefore, a failure analysis of the complaint device cannot be completed. It should be noted that the instructions for use (IFU) indicates that applying excessive force to the delivery system can potentially result in loss or damage to delivery system components. A review of the lot history record revealed no non-conformances for the lot that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4).